Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and device was not detected on bus. The field service engineer (fse) found that the screen was unresponsive during reboot and windows updates. The fse attempted multiple power cycles, but there was no progress. The device was reimaged to version 174. Data synchronization, windows server update services (wsus), ntp (network time protocol), component manager, remote support service (rss) agent, and eset antivirus were reinstalled and the latest lumidigm biometric identifier driver was also installed to resolve the issue. The fse confirmed that the station was back up and running. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating and was not detected on bus. The customer tried to reboot and reseat the power cable, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.